Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to adjust basal rates and reported her blood glucose was 55 mg/dl, and she believed this was getting too much insulin at night. In the background of the phone call, someone stated the customer's blood glucose went as low as 35 mg/dl. The customer was advised to contact healthcare provider for settings and updates. The insulin pump will not be returning for analysis.